Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to high blood glucose on (B)(6) 2019 with blood glucose of 920 mg/dl and insulin pump was not working. The customer's current blood glucose is 526 mg/dl. The customer did experienced the symptoms such as abdominal pain. Troubleshooting was done for high blood glucose and under delivery. The customer was not wearing the insulin pump during the hospitalization. Customer was hospitalized and not wearing insulin pump for the last 2 days. Last 3 days ago blood glucose was 893 mg/dl and now 526 mg/dl. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.